Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer fixed the issue and had it working for 45 mins and then the pump went off. A new pump was being set up but the balloon was not inflating at all, and then it started up. Esp personnel explained the reason for the alarm and troubleshooting was met with resistance as the customer was sure it was a pump issue. An attempt was made for the cause of the delayed start for the 2nd pump, and the customer denied any malfunction. Pump 1 was labeled and set aside for servicing.

Event description:
(B)(6), contacted the emergency support program regarding a leak in iab circuit alarm on a cs300 during use. Staff reported repeated alarms and difficulty restarting therapy after the pump was in standby for approximately 10 to 15 minutes. A second pump was set up due to concern for pump function and therapy eventually resumed. Esp personnel reviewed alarm rationale and troubleshooting steps, however the bedside team believed the issue was pump related and denied patient contributing factors. Esp personnel instructed staff to label the first pump with the alarm present and remove it from service. Complaint information was obtained. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: d4(UDI), h6(investigation findings).

Event description:
N/a.